Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the pump gave a "no disposable, pump clamp tubing" alarm. The reservoir volume was 7.2ml, the rate was 55ml/24hr, and 92.8ml was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.